Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8299933. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the root cause could not be identified from the photograph alone. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. The defect leakage could not be identified or confirmed, and root cause could not be determined due to the defective sample for evaluation and testing was not returned, we received one picture from the packaging cover, however, this didn¿t contributed to the investigation. The engineering team cannot confirm the reported failure mode to manufacturing process.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system (non-dehp) 24 g x 0.75 in. Experienced leakage during use. The following information was provided by the initial reporter: we have had some issues with these lines that the bung keeps coming off when attached to the patient, which has caused the medication to run out instead of the patient receiving it.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd saf-t-intima IV catheter safety system (non-dehp) 24 g x 0.75 in. Experienced leakage during use. The following information was provided by the initial reporter: we have had some issues with these lines that the bung keeps coming off when attached to the patient, which has caused the medication to run out instead of the patient receiving it.